Manufacturer narrative:
Final device analysis revealed motor gear shaft wear. Analysis results confirm the reason for device return. Add'l pt.

Event description:
It was reported that the patient's intrathecal baclofen pump stopped suddenly. The patient was admitted to the hospital with fever and increased spasticity which lasted 24 hours. After 24 hours the patient stabilized, but still had some increased spasms. The pump was explanted and the patient did not experience any complications.